Event description:
It was reported that capture could not be confirmed on the atrial lead. The health care professional was concerned the lead was not capturing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead, (B)(6) 2011; d224drg implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).